Manufacturer narrative:
The biomedical engineer (bme) reported that they were getting a monitor network disconnect error, and it says that the cable is not connected. This error is displayed on the central nurse's station (cns). The customer had a power outage and this caused the cns to go down. They verified that they have a good connection to the cns, but they continue to get the monitor network disconnect error. Nihon kohden technical support (tech support) had them confirm that they were able to ping the multiple patient receivers (orgs) and the other devices. They were not able to get the cns application to load. They verified that the ethernet cable is in port zero, and tech support had them switch the cables at the wall with the printer and the application still did not load. Tech support had them swap the hdds, and that still did not resolve this issue. Tech support consulted with another tech support person who stated that this error was within the cns application and that this unit needs to come in for repair.

Event description:
The biomedical engineer (bme) reported that they were getting a monitor network disconnect error, and it says that the cable is not connected. This error is displayed on the central nurse's station (cns). The customer had a power outage and this caused the cns to go down. They verified that they have a good connection to the cns, but they continue to get the monitor network disconnect error. Nihon kohden technical support (tech support) had them confirm that they were able to ping the multiple patient receivers (orgs) and the other devices. They were not able to get the cns application to load. They verified that the ethernet cable is in port zero, and tech support had them switch the cables at the wall with the printer and the application still did not load. Tech support had them swap the hdds, and that still did not resolve this issue. Tech support consulted with another tech support person who stated that this error was within the cns application and that this unit needs to come in for repair. No patient harm reported.